Event description:
It was reported that a patient presented to the clinic on (B)(6) 2022 with a right ventricular lead that was exhibiting a loss of capture. Fluoroscopy was performed, which confirmed that the patient's right ventricular lead had dislodged. The lead was attempted to be repositioned on (B)(6) 2022, but the lead was ultimately capped and a lead that was previously capped in the patient was used instead. The patient was stable throughout.